Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified leak was observed with the use of an unspecified access set. The leak was observed during patient infusion. A heparin bag was attached to a bear claw manifold on a non-baxter central line; an unspecified baxter pump was used to administer heparin. The access set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.